Manufacturer narrative:
(B)(4) implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent revision surgery to remove the excess skin on (B)(6) 2014 and the patient was treated with antibiotic ointment (specific date, dosage and duration not reported). The implanted device remains.